Event description:
Healthcare professional reported pt stated quantum device heated solution bag too much and filled her. Pt reported abdominal discomfort on fill. Pt presented with cloudy effluent at ctr. Pt has a laparotomy to check for possible appendicitis. Healthcare professional asked surgeon if there was any possiblilty that home pt had been burned. Surgeon reported the peritoneoum was clean and there was no evidence of a burn. Healthcare professional states there was nothing wrong with the device. Healthcare professional heated a bag of fluid prior to placing in the device and the device alarmed appropriately. Pt was treated with prophylactic antibiotic regimen consisting of vancomycin and gentmycin and few that healthcare professional could not recall. Pt is home and effluet is clear.